Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a peeled dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications. The cause of the reported issue was due to the expulsor. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump failed accuracy test, 21.7 ml. No patient injury was reported.